Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4), mfg date: 11/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. A needle that broke at the point end was submitted for this evaluation. A visual inspection of the scanning electron microscope (sem) photos was performed and revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke at the tip during knotted suturing of the fascia. No fragment remained in the patient's body. There were no adverse patient consequences.